Manufacturer narrative:
This report is being supplemented to provide additional information based on the completed investigation's results of third-party testing, the device evaluation and the final investigation. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: 06-mar-2025. Sampling type: sampling solution instrument / biopsy / suction channel; sampling solution/ auxiliary channel; sampling solution air/ water channel; swab distal end bacterial identification: no findings. The device was evaluated where foreign material was found on the nozzle. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. The cleaning disinfection and sterilization (cds) information was not available from the customer and with the foreign objects found olympus is not able to correlate any possible lapses in reprocessing regarding the validated procedure described in the information for use with product status. Olympus will continue to monitor field performance for this device.

Event description:
No change to customer event.

Event description:
It was reported that the colonovideoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.